Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system was unsuccessful, and this crt-d had reached the explant indicator in (B)(6) 2024. Review of device settings noted low out-of-range pace impedance measurements less than 200 ohms for more than a year on the right ventricular (rv) lead, which was purposefully connected to the left ventricular (lv) port at the last device replacement procedure. This crt-d and rv lead remain implanted; however battery replacement was anticipated. No adverse patient effects or interventions were reported at this time. Additional information received reported that the rv lead impedance issue was known at the previous device changeout, and the rv and lv leads were purposefully switched in the header during the battery replacement procedure for this reason. At this time, there are no other plans for additional intervention, other than the upcoming battery replacement. This rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that interrogation of this cardiac resynchronization therapy defibrillator (crt-d) system was unsuccessful, and this crt-d had reached the explant indicator in (B)(6) 2024. Review of device settings noted low out-of-range pace impedance measurements less than 200 ohms for more than a year on the right ventricular (rv) lead, which was purposefully connected to the left ventricular (lv) port at the last device replacement procedure. This crt-p and rv lead remain implanted, however battery replacement was anticipated. No adverse patient effects or interventions were reported at this time.